Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed a "cable fault" message and would not monitor. The complainant indicated there was no pt involvement with this reported malfunction.